Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2938836-2019-16975 and 2938836-2019-16977. It was reported that the patient had a cystic infection, and the system was explanted. The patient condition is stable.